Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the guide tooth of the lead was extrinsically damaged. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant of an implantable pulse generator (ipg) system that the right atrial (ra) lead dislodged twice. On retraction of the helix in preparation to reposition, more than twenty rotations were needed to retract the helix. Physician noticed it required an unusual amount of rotations to retract. They were not confident to reposition the same lead given this behavior and considering it had dislodged twice with seemingly perfect injury current, threshold, sensing and impedance measurements. The lead was attempted/not used and replaced. Physician noted on extraction of the lead, puncture site was tight. Commented that possibly that was actually preventing torque transfer down the lead. No patient complications have been reported as a result of this event.